Event description:
Per report, pt back up heartmate ii pocket controller (not in use on the pt) alarms yellow diamond battery and display says "connect power" when plugged into a power source. Usually, the controller does not have an alarm and the screen reads "charging" when plugged into a power source. Controller replaced as it is not safe for pt to use if his primary controller fails.